Event description:
Report received of an overdelivery. The pump was programmed to deliver morphine 1mg/ml with a 1mg loading dose. No additional pump programming parameters were provided. It was reported that while the loading dose was infusing, the nurse noted the pump delivered more medication than the expected 1ml. The amount delivered was unspecified. The pump was immediately powered off and removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects.